Event description:
The user facility reported that upon completing a patient procedure as the patient was being transferred to a stretcher, the base of the surgical table started to smoke. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and found a large crack in the base cover, and noted that the power supply and power cord were damaged. The technician also noted corrosion on the end of the power cord plug that connects to the power supply. The technician replaced the cracked base cover, power supply, and power cord placing the table back into service. The surgical table is not under steris service contract and is currently maintained and serviced by the facility. Steris has determined the cause of this event to be fluid intrusion through the crack of the base cover which damaged the power supply and power cord. The corrosion on the end of the power cord plug indicates that fluid intrusion has been occurring over a period of time. Preventive maintenance procedures in the operator manual state, preparation for preventive maintenance "unfasten and remove table shrouds and base cover". Further electrical checks "ensure all circuit board connectors and cable plugs are tight, check all cables for damage or fraying". This event is considered isolated; no other similar complaints have been made based on a search of complaint records. Steris completed in-service training on preventive maintenance procedures for cmax surgical tables with the facility on (B)(4) 2010.